Event description:
Dealer states drive inhibit on charger does not work. Chair can still be driven while plugged in.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.